Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error while sleeping. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported to have experienced a high blood glucose of 500 mg/dl due to motor error alarm. Customer treated with insulin pump and declined high blood glucose troubleshooting. The customer was advised to monitor and call back if motor error recurs. The insulin pump is not expected to return for analysis.